Event description:
It was reported that during an unknown procedure, after firing the stapler, only one staple was found in the specimen. The rest of the staples where not found anywhere. The reloads were originally inserted to stapler without removing them from staplers before the surgery and use. The procedure was successful and there were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.